Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening. Other-technical: not observed, particles on the valve. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Yellow particles observed, inner the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, a right side deflation. Healthcare professional, later confirmed, a right side deflation, hole in radius (edge) and particles in valve. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.